Manufacturer narrative:
E1 - title: principal investigator. H3 - device evaluated by mfg? The complaint device will not be returned to the manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that, following placement of a zenith flex spiral-z technology aaa endovascular graft iliac leg, progression of a right common iliac aneurysm was identified on six-month follow up CT imaging. A pre-procedure clinical assessment was completed on (B)(6) 2025, two days prior to the procedure. The patient had an aortic degenerative aneurysm, juxtarenal (neck was less than 10 mm) abdominal aortic aneurysm (aaa). There was no history of aneurysm growth of > or equal to 1.0 cm per year. There was no saccular aortic aneurysm or pseudoaneurysm. There was no relining of a pre-existing surgical graft or endograft with a fenestrated or branched endograft after prior repair. Pre-procedural computed tomography (CT) with contrast imaging was completed on (B)(6) 2025, 10 days prior to the procedure. The innominate artery, right common carotid artery, right subclavian artery, left common carotid artery, left subclavian artery, and celiac artery were incorporated into the repair. All arteries mentioned were patent and no stenosis greater than 50% was identified. The superior mesenteric artery (sma) was incorporated in the repair. The artery was patent. The artery was not stenosed more than 50%. The right renal artery was incorporated in the repair. The artery was patent. The artery was not stenosed more than 50%. The left renal artery was incorporated in the repair. The artery was patent. The artery was not stenosed more than 50%. The fifth and sixth viscerorenal arteries were not incorporated in the repair. The right common iliac artery was patent. The left common iliac artery was patent. The right and left internal iliac arteries were patent. The right and left vertebral arteries were patent. The aortic valve was native. There was no aortic arch bovine configuration. The maximum diameter of the diseased aorta on centerline was 85 mm. The intended proximal seal was zone 5: mid descending aorta to celiac the left and right intended distal landing zone was zone 10: common iliac artery. The patient underwent a branched-endovascular aortic repair (bevar) procedure on (B)(6) 2025 under general anesthesia. Aspirin (salicylic acid) was prescribed at the time of the procedure. Percutaneous access was achieved in the left and right femoral arteries. Cut down access was achieved through the right axillary artery. An endovascular iliac conduit was not performed at the time of the procedure. Total contrast volume used during the procedure: 202 ml contrast dose: 2.8 ml/kg fluoroscopy time: 50 minutes total dose area product: 387 cgy*cm2 fusion was used during the procedure. The estimated blood loss during the procedure was 200 ml. During the procedure no red blood cells/fresh frozen plasma/cryoprecipitate/platelets/cellsaver were given. Cardiac output reduction was not used. Carbon dioxide flushing was not used. The proximal seal zone was the native aorta. Neuromonitoring was used during the procedure in the form of near-infrared spectroscopy (nirs). Procedural time (24-hour clock): time arrives in room: 12:10 time of first incision or arterial puncture: 12:38 time of last access closure: 16:46 time leaves room: 18:17 duration of procedure (from first incision to last access closure): 248 minutes side branch catheterization and placement of all bridging stents was successful there were no additional procedures performed and the patient did not have any significant medical problems or complications during the study procedure. During the procedure, the patient had the following devices placed: left renal artery: a competitor stent with a diameter of 6 mm and a length of 38 mm was placed. The artery was revascularized with a fenestrated-branched device. The covered stent was relined with a bare metal stent, and the covered stent was extended distally with a bare metal stent. The side branch catheterization and placement of the bridging stent was successful. The stent's patency was maintained with normal end artery perfusion. Right renal artery: a competitor stent with a diameter of 6 mm and a length of 50 mm was placed. The artery was revascularized with a fenestrated-branched device. The covered stent was not relined with a bare metal stent, and the covered stent was not extended distally with a bare metal stent. The side branch catheterization and placement of the bridging stent was successful. The stent's patency was maintained with normal end artery perfusion. Superior mesenteric artery: a competitor stent with a diameter of 7 mm and a length of 57 mm was placed. The artery was revascularized with a fenestrated-branched device. The covered stent was not relined with a bare metal stent, and the covered stent was not extended distally with a bare metal stent. The side branch catheterization and placement of the bridging stent was successful. The stent's patency was maintained with normal end artery perfusion. Celiac artery: a competitor stent with a diameter of 8 mm and a length of 57 mm was placed. The artery was revascularized with a fenestrated-branched device. The covered stent was not relined with a bare metal stent, and the covered stent was not extended distally with a bare metal stent. The side branch catheterization and placement of the bridging stent was successful. The stent's patency was maintained with normal end artery perfusion. Main aortic custom-made device (cmd): a william cook australia thoraco-abdominal-side-branch-lp was placed. The cmd was not planned for this patient, as it was an emergent case. There were no technical difficulties and delivery, or deployment of the device was successful. Distal aortic cmd: a william cook australia, rpn: aaa-bifurcated_graft was placed. The cmd was not planned for this patient, as it was an emergent case. There were no technical difficulties and delivery, or deployment of the device was successful. Right iliac artery: a cook incorporated zenith flex with spiral-z technology aaa endovascular graft iliac leg, rpn: zsle-24-39-zt was placed. There were no technical difficulties and delivery, or deployment of the device was successful. Side branch catheterization and placement of all bridging stents were successful. All stent patency was maintained with normal end artery perfusion. Procedural imaging in the form of an angiogram was completed on (B)(6) 2025. All stent grafts and intended side branch stents were patent at the conclusion of the procedure. All target vessels were patent. There was no evidence of stent graft integrity issues. All target side branch stents were intact. A type 1b endoleak on the most distal iliac component on the left was present at the conclusion of the case. A spinal drain was not placed during the procedure. The patient was extubated in the operating room and did not require reintubation or a tracheostomy. The patient did not stay in the intensive care unit. The patient was discharged home on (B)(6) 2025. The patient was not discharged on supplemental oxygen. At discharge, the patient was prescribed acetylsalicylic acid (asa), clopidogrel, and a statin. A one-month clinical assessment was completed on (B)(6) 2025, four days post-procedure. The left and right brachial index was not assessed. The patient was prescribed acetylsalicylic acid (asa), antiplatelet, and a statin. Since the last visit, the patient has not had any significant medical problems or been hospitalized for any reason. Follow up imaging in the form of a CT was completed. A review of the follow up CT imaging with contrast that was completed on (B)(6) 2025, four days post procedure was completed. All stent grafts were patent. No occlusion or stenosis greater than 50% was present in the celiac artery, sma, right or left renal artery. There was no evidence of stent graft integrity issues and all intended side branch stents were intact. The maximum diameter of the diseased aorta (outer-wall to outer-wall) (mm) measured 84 mm. A persistent type 1b endoleak from the left and right most distal component was identified. The type 1b endoleak on the left was intended as it was a part of the staged procedure. On (B)(6) 2025 (22 days post-procedure), the patient underwent an iliac staged procedure under sedation, in which a left iliac extension (cook zsle-24-90-zt) was placed. There were no technical difficulties and delivery, or deployment of the device was successful. A completion angiogram was performed during the staged procedure. All stent grafts and intended side branch stents were patent at the conclusion of the procedure. All target vessels were patent. A type 1b endoleak was identified on the most distal iliac component on the right. There was no evidence of stent graft integrity issues, and all target side branch stents were intact. A review of follow up CT imaging with contrast that was completed on (B)(6) 2025 (132 days post-procedure). All stent grafts were patent. No occlusion or stenosis greater than 50% was present in the celiac artery, sma, right or left renal artery. There was no evidence of stent graft integrity issues and all intended side branch stents were intact. No endoleaks were identified. Maximum diameter of the diseased aorta (ow to ow) was 80 mm. Six-month clinical assessment was completed on (B)(6) 2025 (139 days post-procedure). Current medications included an aspirin (or asa), antiplatelet and a statin. The patient had no significant medical problems or had been hospitalized for any reason. Follow up imaging in the form of CT imaging was completed. The development of a new aortic aneurysm was found, as there was further dilation of the right common iliac aneurysm to 40 mm. This led to a serious deterioration of health. On (B)(6) 2025 (162 days post-procedure), the patient required a secondary percutaneous intervention for additional stent placement (william cook australia, zbis) into the right internal iliac artery. This intervention was found to be successful. A review of follow up CT imaging with contrast that was completed on (B)(6) 2026 (295 days post-procedure). All stent grafts were patent. No occlusion or stenosis greater than 50% was present in the celiac artery, sma, right or left renal artery. There was no evidence of stent graft integrity issues and all intended side branch stents were intact. A new type 2 endoleak was identified; however, a secondary intervention was not required to treat the endoleak. Maximum diameter of the diseased aorta (ow to ow) was 78 mm. A twelve-month clinical assessment was completed on (B)(6) 2026 (307 days post-procedure). Current medications included an aspirin (or asa), antiplatelet and a statin. The patient has experienced significant medical problems or has been hospitalized since the last visit. Follow up imaging in the form of CT imaging was completed. The subject of this report is iliac aneurysm progression on the right zsle-24-39-zt, in which the patient required an additional intervention to place a william cook australia, zbis graft.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: it was initially reported that iliac aneurysm progression occurred on the right side. However, imaging was provided for the investigation. An image review was completed and the image reviewer identified that the patient was treated in two stages. The first procedure was on (B)(6) 2025. At the conclusion of the procedure, an intentional planned endoleak was present on the custom-made device at the conclusion of the initial procedure. This planned intentional endoleak was left to allow the left limb of the custom made endograft to remain open to perfuse the abdominal aortic aneurysm (aaa) sac and allow spinal cord blood supply collateral circulation to develop, before the sac was subsequently sealed. There was no endoleak present in the imaging on the right side. The second procedure of the staged procedures was completed on (B)(6) 2025. A zenith flex with spiral-z technology aaa endovascular graft iliac leg was placed on the left. No type 1b endoleak was present on the right side. The image review stated that the deliberate type 1b endoleak from the left limb of the bifurcated endograft remained and some of the contrast from that appears to be pooling in the distal end of the aaa sac and could be mis-interpreted as coming from the r. Zsle, but it was not. The final angiography run of the second-stage procedure, with the left zenith flex with spiral-z technology aaa endovascular graft iliac leg now in place confirmed there was no endoleak from either side. The expansion of the right iliac aneurysm requiring a zenith iliac branch device was not provided. It was reported to have occurred later in the year, (B)(6) 2025. Based off information provided from the customer, the iliac aneurysm expansion would almost certainly be due to progression of the patient¿s aneurysmal disease, along with the fact that the initial treatment stopped short of including the right iliac aneurysm. The iliac aneurysm progression would not be due to any fault or failure of the zenith flex with spiral-z technology aaa endovascular graft iliac leg placed on the right. Based on the imaging review provided, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent. This event no longer meets the qualifications for a reportable event. See h11.